Event description:
In preparation for an endoscopic procedure to treat a bleed in the gastrointestinal tract, the user selected a cook hemospray endoscopic hemostat. It was reported that "we have had a faulty hemospray today. The [nurses] took it to emergency theatres and it was defective when they used it. They said that when they tried to screw the co2 [carbon dioxide] canister it didn't seem to screw in properly and when the trigger was pressed [sprayed] the powder was expelled in a cloud around the room". This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU instructs, "attach the catheter to the handle, ensuring the connection is secure...do not press trigger button until powder deployment is desired." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal. Use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a biobag. A piece of the lid tray from the lot number provided in the report was included in the return. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "of" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The weld of the device was intact on the handle and did not show any nonconformities. The returned catheter presented with discolored powder in the distal end of the tubing. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When activated with a new co2 cartridge, no issues occurred and the device activated as intended. When tested with the new co2 cartridge, the device did not spray. The catheter was tested using a sample device and sprayed a small amount before stopping. The device was disassembled and the tubes were disconnected for removal of any powder. Loose powder were present in the front tube connecting the on/off valve to the powder chamber as well as in the nozzle. Loose powder and small hard clumps were present in the back tube connecting the powder chamber to the low pressure valve. A large, flat, hard clump of powder was found inside the low pressure valve. A visual inspection of the center powder chamber cannula and the hole in the bottom of the powder chamber showed it to be clear. The dimensions of the nozzle were measured and inspected per the iqc specifications and found to be conforming. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report could not be confirmed by our laboratory evaluation as the device did not spray when tested with a new co2 cartridge and contained small clogs. The report is considered confirmed based on statements describing the event. A definitive cause for the reported observation could not be determined. The IFU instructs, "attach the catheter to the handle, ensuring the connection is secure...do not press trigger button until powder deployment is desired." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.